Event description:
It was reported that the user experienced an interruption in glucose readings for approximately ten minutes while the pump was in bg run mode, with the dexcom g7 sensor connected and no signal-loss alerts on the pump; the user later reported readings resumed and no further assistance was requested. Symptoms included no reported clinical effects. Outcomes included no impact on activities of daily living and no medical intervention. Investigation included user interview and troubleshooting and education. Investigation of this case revealed that the device and sensor communication resumed without further action and no device malfunction was confirmed. It was concluded that the event was non-serious, transient, and resolved, with no reportable injury.